Manufacturer narrative:
B5 describe event or problem - additional. D4 serial no- correction. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On 01/09/2026, it was reported that the patient had a similar event happened a month ago when she passed out and fell, resulting to a black eye. Per documentation, technical support was unable to gather additional medical intervention details after failed diligence attempts. No other details were documented. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 01/02/2026 at 10:20 am with transmitter/wearable serial number 257491786929. The sensor session lasted 10 days and ended due end of session on 01/12/2026. There were no bg calibrations attempted during the sensor session. On the date of the reported event (01/09/2026) several glucose alerts occurred as the egvs went below the low threshold of 70 mg/dl and above the high threshold of 170 mg/dl. All alerts were found to have performed as intended. No additional event or patient information is available.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient had a similar event happened a month ago when she passed out and fell, resulting to a black eye. Per documentation, technical support was unable to gather additional medical intervention details after failed diligence attempts. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.